Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3387-40, lot# j0546256v, implanted: (B)(6) 2005, product type: lead; product ID 3387-40, lot# j0546531v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that on the day prior to the date of this report the patient had percutaneous tibial nerve stimulation for her over active bladder and 20 minutes into the procedure the patient had started getting a weird sensation in her forward. It was noted that the sensation had started in her forehead where her hair started, it came down the side of her face and into her shoulders. The patient¿s eyes also got really hot. It was noted that later in the evening on the day prior to the date of this report the sensation had started going into her arms. The patient felt better on the date of this report but had a dull headache. It was noted that the sensation was very weird and scary. The needle had been pulled out 25 minutes into the procedure. Additional information was requested but had not been received as of the date of this report.